Event description:
It was reported that the lift column on the 9800 system intermittently will not go up or down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed over the phone investigation. The hospital clinical engineer corrected the system and put it back into service.